Manufacturer narrative:
Updated fields: b4, d1 (brand name), d4 (UDI), d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: d5 (operator of med. Device), g2 (report source). The getinge field service engineer (fse) that encountered the issue, resolved the issue by replacing the scroll compressor. Driving operation test was performed good.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) scroll compressor was making an abnormal noise. There was no patient involvement .